Manufacturer narrative:
To date, the patient is doing fine; the doctor re-cemented the crown using a different product, without further incident. No product was returned and the lot number provided by the doctor does not correspond to the maxcem elite clear product; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that one (1) female patient experienced the debonding of a crown after placement with maxcem elite clear.